Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during preparation of a 26mm sapien 3 valve, after having unleashed the prosthesis from its plastic cage, a little black spot was found on one of the leaflets. It was thought to possibly be an impurity from the rinsing water, but it was not possible to rinse it away. It was also not possible to be removed with the tip of a finger. It appeared to be ¿some sort of tiny lint stuck to the leaflet¿. The operators inspected it and decided not to use the valve. A second valve was opened and successfully implanted. There was no consequences to the patient.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Therefore, visual inspection and chemistry material testing could not be performed. The source of the black particulate could not be determined as there is insufficient evidence. A manufacturing non-conformance could not be confirmed. However, a review of the manufacturing process noted that all valves were inspected with 8x magnification and checked for particulate, and inspected again with the unaided eye prior to final packaging of the valve. Review of the DHR did not reveal any indications that a manufacturing non-conformance was the source of the reported event. Per manufacturing mitigations, during manufacturing, the following processes are in place to mitigate against the potential of particulates or fibers on the valves: (1) sapien 3 valves were manufactured under controlled environments in cleanrooms. All personnel working or entering edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. (2) during valve assembly, in process glut were changed out daily and at the end of an assembly step once it is completed for the work order also enforces use of clean room tape to wipe the removed/cut sutures at the work stations. (3) during manufacturing, sapien 3 valves were 100% visually inspected under 8x magnification for visual before holder inspection and visual after holder inspection. These 100% visual inspections are able to identify presence of any fibers and particles, e.g. Particulates, free sutures, debris, on valves or inside jars. Similarly, in process glut is changed out after the visual inspection is completed for the work order to rinse off any potential loose particulates/sutures in the jar or valves. (4) prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no foreign materials (e.g. Particulates, free sutures, debris) are on the valves and inside the jars, visible to unaided eye. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿valve particulate, contamination¿ was unable to be confirmed due to no device and/or relevant photograph being returned for evaluation. There is insufficient information to determine the source of the black particulate. No manufacturing non-conformities could be confirmed. A review of the DHR, lot history, and complaint history showed there was no indication that a manufacturing non-conformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category in (B)(6) 2018, therefore, no corrective actions are required.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation. During visual inspection, a particulate was observed on the inflow of one of the cusps, near the free edge. The particulate observed was a long black fiber entangled on itself forming a clump. The fiber was relatively large, and evident with the naked eye. The black fiber was not embedded into the tissue fibers of the leaflet. No other particulates or fibers were observed elsewhere on the valve. The returned valve was also inspected for any other abnormalities, and no damage or irregularities were observed. Fourier transform infrared (ftir) spectroscopy material analysis was performed on the isolated material collected from the returned valve. The results indicated that the black particulate sample showed similar material absorption characteristics to 45% polyester and 55% cellulose with 78.66% matched. The black fiber found on the valve was naturally black and was not a contamination from a stain. The sapien 3 valves were manufactured under controlled environments in cleanrooms. All personnel working or entering edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. A review of the manufacturing process noted that all valves were 100% inspected with 8x magnification and checked for particulate and inspected again with the unaided eye prior to final packaging of the valve. During manufacturing, in process glut solution is changed out daily, at the end of an assembly step and after visual inspection to rinse off any potential loose particulates/sutures in the jar or valves. The complaint for valve particulate, contamination was confirmed; however, no manufacturing non-conformities could be identified during this evaluation. The ftir material analysis report identified the black particulate sample as polyester/cellulose. Review of the device history records (DHR) did not reveal any non-conformances for related to this event. A lot history review and complaint history review revealed no other similar complaint. A manufacturing process walkthrough performed did not reveal any possible sources of black polyester/cellulose material on the production floor. There is insufficient information to determine the root cause. The exact source of the black particulate could not be determined. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category in (B)(6) 2018, therefore, no corrective actions are required.